Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver ceased to function. There was no report of any injury or medical intervention. No additional event or patient information is available. It was stated that the patient may have touched the receiver with wet hands. Labeling indicates: the receiver is neither water resistant nor waterproof and can get damaged if moisture gets inside, so keep it away from any liquids and very high humidity.